Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff test, the inflated cuff leaked air. The customer indicated that there was no patient involved in this event.

Manufacturer narrative:
(First name, last name, email address), (phone#). Evaluation summary: without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation/deflation was perform and the operator inspects for no leaks and segregates the defective parts. Device history records were reviewed and no discrepancies were found. If information is provided in the future, a supplemental report will be issued.